Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove an o-ring and clean the pneumatic tap area, after which the caller successfully reloaded the cartridge and resumed insulin therapy.